Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-12726. It was reported that when the patient presented in the clinic for a follow up visit, patient palpitation and multiple inappropriate shocks were observed. Adverse events were not related to the ra lead. Decrease in ra lead sensing was also noted. Medication treatment was given. Programming change was made. The patient was stable.